Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the staples did not form properly. The surgeon applied another instrument and resected the malformed staple line to complete the procedure. The hospital has reported the pt's condition as satisfactory.